Manufacturer narrative:
E1: patient city: (B)(6). Patient country: hongkong. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008236 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 16-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6008236. The count of complaint is 3 which is below the threshold of 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6008236 was manufactured according to the work instruction version 18 and manufactured in multivac m14 on 22-jul-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no testing is required for malfunction based on complaint information. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in hong kong. The patient reported an issue with the insertion site. The patient received intravenous treatment with saline solution and an antibiotic administered every 8 hours to fight inflammation and infection. Additionally, medicated creams were applied externally to the affected area. No further information available.